Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management graph was in specification. A pump error (power error detected) alarm were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70 v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. The customer's blood glucose level was 11.7 mmol/l at the time of incident. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.